Event description:
It was reported by the patient's mother that while attempting to leave a parking garage, the patient utilized a touch card which caused cardiac rhythm irregularity. The patient felt exhausted after the device paced for over one hour. A few weeks later, the device alarmed and the battery was replaced. Follow up cannot be conducted due to the lack of patient information. The device was explanted. No patient complications have been reported as a result of this event.